Event description:
The customer reported an intermittent issue with touchscreen responsiveness on their insulin pump. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. Technical support instructed the customer to clean the screen and hands, performed a touchscreen test, and ultimately resolved the issue by replacing the pump when the tests continued to fail. The customer will temporarily use manual injections to ensure insulin delivery until the replacement pump arrives, for which training will be provided.